Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain even when not menstruating') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea and irregular periods. Family history included breast cancer (mother). Concomitant products included sulfamethoxazole;trimethoprim (bactrim) since (B)(6) 2016 for rash pustular as well as ethinylestradiol;levonorgestrel (tri-levlen) from (B)(6) 2015 to (B)(6) 2016 and ibuprofen. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), allergy to metals ("allergy to nickel"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), fatigue ("chronic fatigue"), loss of libido ("loss of libido") and rash pustular ("pustules to lower body") and was found to have weight increased ("weight gain"), 2 days after insertion of essure. On (B)(6) 2015, the patient experienced staphylococcal infection ("infection (other) describe: mrsa staph infection"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain / severe abdominal cramping even when not menstruating/ abdominal pain lower "), dyspareunia ("painful intercourse"), genital haemorrhage ("abnormal bleeding"), vaginal infection ("vaginal infection") with vaginal discharge, urticaria ("hives"), rash ("rash"), depression ("depression"), anxiety ("anxiety"), pruritus ("itching") and skin disorder ("skin condition") and was found to have weight decreased ("weight loss"). The patient was treated with antibiotics and surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cysto-cystourethroscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, allergy to metals, vaginal infection, urticaria, migraine, headache, depression, anxiety, pruritus, fatigue and loss of libido had not resolved, the genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, rash, staphylococcal infection, rash pustular, weight increased, weight decreased and skin disorder outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, pelvic pain, pruritus, rash, rash pustular, skin disorder, staphylococcal infection, urticaria, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: confirming full occlusion of fallopian tubes. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, pelvic pain and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: pfs received: case category updated to incident, medical history, new reporters added. New event abnormal bleeding and its outcome added as recovered / resolved. Patient details added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.